Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Device had chipped dso (downstream occlusion) sensor and dented rear housing. The customer reported issue was able to be confirmed through pump power up. The cause of the reported issue was unable to be determined or verified through evidence and test methods available. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump was displaying error code 1340 when powering up. There was no patient involvement, and no patient harm/adverse event reported.